Event description:
Return of pain [knee pain] ([lack of drug effect]). Case narrative: initial information received on 07-aug-2018 regarding a solicited valid serious case received from a patient, in the scope of patient support program (B)(6). Patient ID: unknown; country: united states. Study title: sanofi patient connection. This case involves a (B)(6) male patient who experienced return of pain (latency: unknown) while he was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On unknown date of 2015, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (with an unknown batch number) for osteoarthritis. After patient's last injection in 2015, the patient developed a serious hospitalization (hospitalisation), no longer helping the osteoarthritis (drug ineffective) and pain (pain) at unknown latency following the first dose intake and at unknown latency following the last dose intake of hylan g-f 20, sodium hyaluronate and at unknown latency following the first dose intake. Immediately after receiving his first synvisc-one injections, the patient began experiencing improvement in the osteoarthritis in his knees characterized by being able to walk in the grocery store without leaning on a cart. On an unknown date, the patient began experiencing being on blood thinners (name/dose/indication unspecified). Treatment included a bilateral knee replacement and rehab at home and following up with his orthopedic surgeon. The patient was discharged from the hospital after a couple of days on an unknown date. The patient reported that he had been doing well since his knee replacements in 2015. The synvisc-one was discontinued on an unknown date in 2015. Final diagnosis was return of pain. Corrective treatment: bilateral knee replacement and rehab at home and following up with his orthopedic surgeon. The outcome was reported as recovered / resolved on an unknown date for no longer helping the osteoarthritis and return of pain. Seriousness criteria: required intervention and hospitalization. Reporter causality: not reported. Company causality: reportable. A product technical complaint (ptc) was initiated on 10-aug-2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 10-aug-2018. Global ptc number was added. Ptc results were added. Text amended accordingly.

Event description:
Return of pain [knee pain] ([lack of drug effect]). Case narrative: upon internal review, listedness for the event arthralgia was corrected as unlisted for insulin glargine which was previously captured as unknown. Initial information received on 07-aug-2018 regarding a solicited valid serious case received from a patient, in the scope of patient support program psp_saus.tjo.012. Patient ID: unknown; country: united states. Study title: sanofi patient connection. This case involves a 85 years old male patient who experienced return of pain (latency: unknown) while he was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On unknown date of 2015, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) dosage unknown (with an unknown batch number) for osteoarthritis. After patient's last injection in 2015, the patient developed a serious hospitalization (hospitalisation), no longer helping the osteoarthritis (drug ineffective) and pain (pain) at unknown latency following the first dose intake and at unknown latency following the last dose intake of hylan g-f 20, sodium hyaluronate and at unknown latency following the first dose intake. Immediately after receiving his first synvisc-one injections, the patient began experiencing improvement in the osteoarthritis in his knees characterized by being able to walk in the grocery store without leaning on a cart. On an unknown date, the patient began experiencing being on blood thinners (name/dose/indication unspecified). Treatment included a bilateral knee replacement and rehab at home and following up with his orthopedic surgeon. The patient was discharged from the hospital after a couple of days on an unknown date. The patient reported that he had been doing well since his knee replacements in 2015. The synvisc-one was discontinued on an unknown date in 2015. Final diagnosis was return of pain. Corrective treatment: bilateral knee replacement and rehab at home and following up with his orthopedic surgeon. The outcome was reported as recovered / resolved on an unknown date for no longer helping the osteoarthritis and return of pain. Seriousness criteria: required intervention and hospitalization. Reporter causality: not reported. Company causality: reportable. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required.it was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 10-aug-2018. Global ptc number was added. Ptc results were added. Text amended accordingly.